Event description:
During endoscopic harvest of the left greater saphenous vein, the vasoview hemopro 2 was in use. The "c-ring" split in half while in use inside the patient's left leg. The device was removed and inspected. The opposing halves of the split c-ring appeared to fit together without any missing portions. No retention of the device was suspected within the patient. The device was removed from service.